Event description:
It was reported that 17 inch ext set w/.2mf & vlv port tubing kinked. The following information was provided by the initial reporter: the reported feedback suggests that the tube is kinking already in the unopened package.

Manufacturer narrative:
A 20350e-0006, sample was not required for investigation of this feedback as the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with a kink to the tubing identified below the y-port of the infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. Kinked tubing is likely to have occurred as a result of the set being inadequately coiled prior to the packaging and sterilization process. This is a manual process and is likely to have occurred due to human error. A review of the production records for lot 20016554, did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although this is considered to be a rare occurrence, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with one similar report against the 20350e-0006, set in the past 12 months.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 17 inch ext set w/.2mf & vlv port tubing kinked. The following information was provided by the initial reporter: the reported feedback suggests that the tube is kinking already in the unopened package.